Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a3b: no information provided. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the omniwire was returned intact to a non-philips catheter. The omniwire was returned without the distal portion (includes dome, portion of distal coil, and portion of shaping ribbon). The returned portion (includes remaining distal coil, shaping ribbon, and rest of wire) was evaluated. Visual inspection found a severely stretched distal coil with a sharp edge noted at the separated end. The shaping ribbon was attached to the sensor housing, measuring 20 mm in length. The entire length of the shaping ribbon should be 30.5 mm or 3.05 cm; therefore, approximately 10.5 mm or 1.05 cm (includes shaping ribbon, distal coil (not stretched), and dome) was missing. Additionally, the total length of the omniwire received is 189.5 cm. The overall working length should be 190 cm ± 5 cm, confirming that approx. 1 cm of the omniwire had separated. Block h6: the probable cause of the tip separation is likely due to rough handling as it got caught on a stent. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in the mid rca. During use, the tip of the wire got stuck behind the stent and separated. The separated portion was jailed to the vessel wall. The patient was discharged as expected. This adverse event and product problem is being submitted due to the tip separation requiring intervention, but retained in patient.